Event description:
The physician used a p4015 device in a 7f pinnacle destination sheath, to treat a right superficial femoral artery with a contralateral approach. The main part of the lesion was between two isr lesions and was about 10-12cm. Two cutting passes were made with no issue, other than resistance being felt during second pass. During the third pass, the cutter moved all the way in the tip. The device was removed. Tissue was noticed protruding out the distal end of the tip. Fluoro was done and the tissue plunger was located in one of the collaterals off the popliteal. The dr decided not to do any intervention. Pt is doing fine.